Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6), 2013. At an unspecified date/time, the patient reportedly obtained a blood glucose reading of ¿180mg/dl¿ with the subject meter. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient, however, denied taking any action in response to the reported meter issue. According to the csr¿s documentation, as a result of the alleged meter issue, she reportedly developed symptoms of ¿shaking¿ and felt ¿disoriented¿ approximately six months later. The patient, however, denied receiving any form of treatment after the alleged meter issue occurred. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.